Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). (B)(4). A device history record (DHR) review was performed for the subject device lot. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 105mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacturer was identified during DHR review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016. It was further reported that the patient was implanted with an unknown trochanteric fixation nail (tfn) and helical blade on an unknown date. Surgeon believes the helical blade was too long and stuck out laterally, causing patient pain. The patient underwent revision surgery on (B)(6) 2016 and only the helical blade was removed. It is reported patient has healed, no additional hardware was implanted. The procedure was completed successfully with no delay and no harm to the patient.

Manufacturer narrative:
This report is for an unknown helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Device has not been explanted yet; it is scheduled to be explanted on (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported surgeon is planning a revision surgery on (B)(6) 2016 due to helical blade migration. No additional information is available at this time. This report is for an unknown helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Catalog number and UDI number: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.